Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The consumer reported no stimulation, shocking, loss of therapy, and return of symptoms. One side was completely out which was program 1. This program controlled that side and affected her entire right leg. When asked for clarification, the patient stated she was not feeling any stimulation and her right leg was the one with the program. Program 1 was not stimulating and it usually stimulated her legs, upper back and shoot over to her stomach, but the patient was not feeling anything. The patient thought her wires were out or not functioning. The patient stated her left side connected her left and some of her right and had to have it all the way up. Usually the patient had it on 3.8v or 4.0v. When the patient had the stimulation so high, it became hard for her to walk. The patient tried program 2. Program 2 activated the left leg and part of the right. The patient had it way up to the point where it only stimulated down her inner though into her thigh and went down to her calf area. Program 1 for her other side was not activating where it had to activate at all. This was the fourth day and the patient had been waiting to see if it went away before contacting the manufacturer. It still had not resolved. The patient felt that something had pulled and thought it was scar tissue that was pricking her all over. There were pricking and pulling sensations. When the patient bent down and stretched while cleaning, she got a big shock. A fall could have been related to this issue. These issues started when the patient fell the month prior to the report. The patient had also been moving heavy stuff in her basement. Relevant medical history included failed back surgery syndrome and spinal pain.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Analysis of lead model 977a260 sn: (B)(4) found that conductor #0 and #2-7 were broken 19.5 cm from the distal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the manufacturer¿s representative that indicated impedances >10,000 ohms we're measured on one of the leads. The patient also had a loss of stimulation. The reason for the high impedances and loss of stimulation was unknown. The lead was successfully replaced on (B)(6) 2016 and the issue was resolved. The patient status was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient felt her stimulation in her ribs two years ago and it started in her stomach and is now in her back which started about a year ago. The patient noted when they first put it in, "it was moving the patient's arms". During the call the patient used her patient programmer (pp) to turn her stimulation down. The patient stated the way the stimulation feels was uncomfortable/too intense. The patient service agent believes the patient was referring to their rate of stimulation. The patient indicated her pp have her access to amplitude and not rate. The patient decreased her stimulation during the cal. No further information was reported

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that ¿the device is broken and it didn¿t work, patient got another one and it¿s messing with her arm and ribs.¿ it was noted that the patient had a lead revision in 2016. The hcp reported that the patient¿s ins was giving him stimulation in her arm and ribs. The hcp noted that the patient hadn¿t recharged in 3 months. No further complications were reported.

Event description:
Additional information was received that the machine was turning on without the battery pack because the wires had been pulled out of the patient's (pt) back. The pt also stated the leads were sticking out of their skin and were frayed. Pt also stated, "it had been an unnecessary surgery and now the pt had a medical device that was giving them high red blood counts. Pt also stated, "when they turned it on with our office with the medtronic guy that they noticed the pts ribs got crushed and their arms went in the air." The pt further stated the ins was malfunctioned and kept turning on. Pt said the ins was using their brain, collapsing their legs, and paralyzing them.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2016 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2015, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2022-november-03. Pt called back reiterating information that was documented regarding the ins misfiring, feeling electrical impulses, the 5g and electrical towers attacking the device and sending impulses and said that the leads were never fixed properly where they were out by the battery pack and had moved and were poking from the inside out and very painful. Pt said their head got crushed 3 times and cracked in half so they couldn't take meds and the device was attacking the pt's brain and went to the pain receptors so pt was having seizures and blackouts now and had cognitive damage and explosive behaviors. Pt said the device was screwing up their life and pt had a week of new attacks right on their spinal cord, so their reason for call was to find a doctor to help them get the device taken out. Pt said they couldn't wait 4 months and mentioned they were going to have the device taken out in (B)(6), but then covid hit.

Event description:
The patient (pt) reported previously reported issues, adding that their brain wasn't working and they had a "misfiring" and mentioned having a crushing sensation on their ribs and their arms were going up. Pt wanted to have the scs removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that they ¿over did the numbers.¿ the patient stated that someone did not write the numbers down right. The patient reported that it was vibrating into their arms and ribs. They stated it was not stimulating their spine. The patient reported that the device ¿literally kicks ribs¿ and was not stimulating the pain. No further complications were reported. Follow-up was conducted.